Event description:
The user facility reported a patient implanted with an impella 5.5 for support due to coronary artery bypass graft. The 5.5 was successfully placed. During support it was noted that the 5.5 site was oozing significantly as well as all other access sites. The physician expressed frustration with impella and said ¿it¿s not helping the patient and not flowing enough". The team attempted to increase impella to p5 however had suction event so it was left at p4. It was noted that the patient remained on amiodarone infusion for intermittent non-sustained ventricular tachycardia (nsvt). However, the patient had an episode of nsvt with sedation. Additionally there were intermittent alarms with loss of pulsatility with runs of ventricular fibrillation (vf/vt). Decision to switch to procainamide, however was on procainamide for 24 hours, and was noted to not have helped with intermittent vt. The patient was taken in for vt ablation and still had runs of vt. It was also noted that the patient had maroon stool and had been bleeding out of his mouth, so holding heparin. When heparin was restarted at a low dose, there was still bleeding present at the mouth and groin. Also noted was that the patient was taken to or emergently for cold leg. Placement signal significantly elevated compared to art line. Motor current remained stable. No hemolysis concerns or other issues were noted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of access site bleeding, vascular damage - peripheral vessel, ventricular fibrillation/ventricular tachycardia, limb ischemia, and low pump flow has been completed. The impella device was not returned for evaluation. No product was returned for analysis. Clinical noted bleeding from impella access site as well as other access sites. The root cause of the access site bleeding major was most likely patient condition related as evidenced by clinical mention of bleeding from multiple access sites as well as impella access site in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ventricular fibrillation/ventricular tachycardia and limb ischemia was unable to be determined due to insufficient clinical details. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided. Clinical reported suction alarms when p5 was attempted from p4. There were no motor current spikes outside p-level changes. Suction alarms in the logs were confirmed. The logs confirm slightly lower flow for p5 but appropriate flows for p4. The patient was also on extracorporeal membrane oxygenation (ECMO) during support. The root cause of the low pump flow was mist likely patient condition related as evidenced by suction alarms when higher p-level attempted and concurrent ECMO use with no motor current spikes and appropriate pump flows at lower p-levels. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ a.4 age was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-29940. D.4 revised unique identifier (UDI) # as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-29940. E.1 revised facility name as it was entered incorrectly on the initial manufacturer device report number 1220648-2025-29940. Added phone number and fax number as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-29940. H.6 component code 1721 was reported incorrectly on the initial manufacturer device report number 1220648-2025-29940. Codes 2095 and 2130 were added. Code 4644 and 3038 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29940. H.10 revised instructions for use since the initial manufacturer device report number 1220648-2025-29940 was submitted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product was returned for analysis. The clinical report mentioned placement signal became significantly higher than the arterial. Motor current remained stable. There were no placement signal not reliable alarms, but placement signal monitoring was disabled. The pattern observed in the data logs is characteristic of a possible fiber break. The root cause of the optical signal issue was most likely due to a damaged fiber line as evidenced by data log pattern observed but details related to possible damage were not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29940. D10 concomitant medical products and therapy dates updated.